Event description:
Caller reported a cgm error 42, indicating an issue with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process, after which the cgm error did not reappear. The caller was able to successfully start their sensor session.